Event description:
It was reported that the left ventricular lead had dislodged and exhibited an increase in capture thresholds. The lead was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).